Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the treatment of a thoracic aortic aneurysm. It was reported that there were no abnormalities noted in the inspection before using. Vessel morphology was reported as no calcification, and no tortuosity. Prior to implantation of the stent graft the CT and angiograph results showed the length of lesion was matched to the stent graft. During the surgery, the physician found the device was only 160 mm after implantation by mark catheter. The physician had to implant another new device in the patient. The device history record review revealed that the stent graft was within specifications. No clinical sequelae were reported and the patient is fine.

Event description:
The delivery system was returned for analysis. The event could not be confirmed; as the stent graft was not returned for analysis. A device history review of the stent graft loading sheet for this unit was performed and confirmed that the stent graft length meet specification.